Event description:
During priming of the set, one of the tubes on the disposable detached and started leaking. It appears there was inadequate adhesive on the connection that failed. Failure occurred during setup. There was no patient injury. Disposable was replaced and the procedure proceeded. The connection that failed is marked "c" on the ring shaped hard plastic part of the disposable set.